Event description:
It was reported that the reservoir of a folfusor elastomeric device ruptured during patient use. There was no patient injury or medical intervention. The device contained fluorouracil. No additional information is available.

Manufacturer narrative:
(B)(4): this lot was manufactured between november 14, 2013 and november 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.